Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) system delivered an inappropriate shock due to oversensing of noise. Another shock was delivered approximately two weeks after the first shock episode. Technical Services (TS) reviewed device data and found the patient had a sudden heart rate and morphology change which appeared to be slow ventricular tachycardia (VT). While the device was charging, there were unusual artifacts present. The VT self-terminated, then railing noise was observed, and the patient was subsequently shocked. It was noted the patient's cell phone was nearby during the first shock episode. TS observed no magnet detections by the device proximal to therapy. TS recommended replacing this S-ICD system. TS also recommended to consider using a holter prior to generator change to detect how often the patient goes into this rhythm. Currently, this S-ICD remains in service. No adverse patient effects were reported.Additional information was received. This S-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
THIS PRODUCT INVESTIGATION IS STILL IN PROGRESS. THIS REPORT WILL BE UPDATED WHEN PRODUCT INVESTIGATION IS COMPLETE.

Event description:
IT WAS REPORTED THAT THIS SUBCUTANEOUS IMPLANTABLE CARDIOVERTER DEFIBRILLATOR (S-ICD) SYSTEM DELIVERED AN INAPPROPRIATE SHOCK DUE TO OVERSENSING OF NOISE. ANOTHER SHOCK WAS DELIVERED APPROXIMATELY TWO WEEKS AFTER THE FIRST SHOCK EPISODE. TECHNICAL SERVICES (TS) REVIEWED DEVICE DATA AND FOUND THE PATIENT HAD A SUDDEN HEART RATE AND MORPHOLOGY CHANGE WHICH APPEARED TO BE SLOW VENTRICULAR TACHYCARDIA (VT). WHILE THE DEVICE WAS CHARGING, THERE WERE UNUSUAL ARTIFACTS PRESENT. THE VT SELF-TERMINATED, THEN RAILING NOISE WAS OBSERVED, AND THE PATIENT WAS SUBSEQUENTLY SHOCKED. IT WAS NOTED THE PATIENT'S CELL PHONE WAS NEARBY DURING THE FIRST SHOCK EPISODE. TS OBSERVED NO MAGNET DETECTIONS BY THE DEVICE PROXIMAL TO THERAPY. TS RECOMMENDED REPLACING THIS S-ICD SYSTEM. TS ALSO RECOMMENDED TO CONSIDER USING A HOLTER PRIOR TO GENERATOR CHANGE TO DETECT HOW OFTEN THE PATIENT GOES INTO THIS RHYTHM. CURRENTLY, THIS S-ICD REMAINS IN SERVICE. NO ADVERSE PATIENT EFFECTS WERE REPORTED.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our Post Market Quality Assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A Risk Review was completed and confirmed that the event of Inappropriate Shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.